Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An health care professional reported during the intraocular lens implantation the lens broke off in pieces and was made unsterile. Additional information has been requested and received stating the lens was inserted and removed on the same day.